Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event and began treatment with vancomycin (1 gram, every 5 days, route not reported) and cefradine (1gram, daily, route not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, pd therapy was ongoing, antibiotic therapies were ongoing, the pt remained hospitalized and was recovering from the peritonitis event. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h08043 and h13j22017. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).